Event description:
During evaluation of a returned sample, a cut within the patient line was identified.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13a18021 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. During visual inspection of the returned sample a cut in both the patient line and the drain line were noticed. A leak test also confirmed a cut in the patient line and in the drain line. Clear passage and clamp function tests were performed with no issues noted. The retuned sample was run on the homechoice (hc) machine and no issues were found. The cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.